Event description:
It was reported that the right ventricular (rv) lead was found to have no sensing and no capture. It was also reported that fluoroscopy discovered that the rv lead was pulled back into the pocket. During the revision procedure, a lot of tissue was discovered on the helix. The rv lead was removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and there was tissue on the lead.